Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm no delivery alarms. The device was received with cracked case at lcd window corners and battery tube threads, and scratched screen.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 477mg/dl. The caller stated that the device alarmed no delivery while bolusing. Assisted the customer to run a fixed prime test and the device alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.